Event description:
On (B)(6) 2013, the reporter contacted animas stating that the patient's blood glucose (bg) values were frequently fluctuating and have been in the 60 mg/dl to hi range with no symptoms. The heath care provider (hcp) provider claimed that the patient was not receiving the programmed bolus amounts from the pump due to an issue with the keypad. The keypad buttons reportedly required hard presses to elicit a response. There was no indication of damage to the keypad or the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This complaint is being reported because the patient experienced a hyperglycemic event while using insulin pump therapy and due the allegation that the patient was not receiving the programmed boluses from pump due to a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The keypad buttons were tested and were found to be difficult to press and were intermittently responding to press. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The keypad was removed and contamination was found under the button contacts.